Event description:
The reporter called and alleged a discrepant result when compared to a lab. The device results reported were 5.8, >5.0 and 4.3 inr. The corresponding lab results reported were 3.4, 3.7 and 2.96 inr. The device was replaced and requested to be returned for eval.